Event description:
(B) (6) crm received information that this atrial lead dislodged during the implant procedure. The lead was successfully repositioned and the pocket was closed. The next day during a post operation check, it was discovered that the lead had dislodged again. The physician believes there might have been tissue on the helix preventing the lead from staying in place. The lead was explanted and replaced with a new atrial lead.